Event description:
The patient reported contacting their physician via phone call due to diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose levels (bg) were 576 mg/dl with ketones present. The patient stated that when activating a pod, the controller showed an error message stating "more than one pod found". Symptom reported include hyperglycemia. While on the call, the physician confirmed the patients dka and advised them to use a pen injection.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported communication issues and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: omnipod software app version: smartphone operating system: smartphone hardware: cgm sensor type: *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.